Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, a guide wire crossed the lesion. An intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion. A non-abbott balloon catheter was advanced and dilatation was performed. Ivus was performed. A 3.0x38 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the sds was withdrawn from the patient anatomy. The lesion was further dilated with the non-abbott balloon catheter and the 3.0x38 rx xience prime sds was re-advanced for a second time but could not cross the lesion. The sds was withdrawn from the patient anatomy and stent struts at the proximal edge of the stent implant were found to be flared. Reportedly, it is unknown whether the stent struts became flared due to coming into contact with the calcified lesion or coming into contact with the guide catheter tip when the sds was being withdrawn. A new same size rx xience prime sds was advanced and implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.